Event description:
The customer reported that the device failed to power up under ac and battery power.

Manufacturer narrative:
The factory has not yet rec'd the device for evaluation and this complaint is still under investigation.